Event description:
During a ureteroscopy, some of the polyurethane coating of the guidewire sheared and detached from the wire. Detached pieces were retrieved with grasping forceps. The physician reported that the ureter was perforated but does not know if the perforation was related to usage of the guidewire. Another guidewire was used to complete the procedure successfully.